Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure, the pfna blade would not lock and turn. Surgeon removed the blade, another pfna blade was selected and the procedure was completed. The surgery was delayed a small amount of time. No additional medical treatment was necessary.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Visual inspections noted the blade is in good shape and fully functional. No fault could be detected after dismantling and cleaning of the blade. The item was analyzed for conformance to print specification, as well as the device history record was reviewed; no abnormal findings were identified. Placeholder.